Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) was confirmed. Upon investigation, the electrode belt failed a te recognition test. The cause for the failure was isolated to a damaged esd700 diode array on the distribution node pca. The root cause for the damaged diode array could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that an electrode belt had non-functional therapy electrodes.